Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endoprosthesis interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 24f sheath and the endoprosthesis procedure was completed. Reportedly post procedure, the devices functioned as intended, but didn't achieve hemostasis. A third prostyle device was used, but also didn't achieve hemostasis. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to user technique (poor or partial tissue capture, air knot). The unexpected medical intervention appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.